Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26877. Related manufacturer reference number: 2017865-2021-26880. It was reported that the patient presented in the hospital with heart failure. Upon interrogation, it was discovered that the patient's atrial lead exhibited high capture threshold and it was elected to reposition the lead on (B)(6) 2021. It was noted that the patient was readmitted to the hospital on (B)(6) 2021 after the patient had fainted. Echocardiogram was performed and confirmed that the patient developed pericardial effusion due to possible perforation by the patient's atrial and right ventricular (rv) leads. The excess fluid of the pericardial effusion was drained upon discovery. During the repositioning procedure, it was indicated that the helix of the rv lead failed to extend, and was removed and replaced by a new rv lead. The patient went into shock immediately after leaving the operating room, so cardiopulmonary resuscitation (CPR) was performed, it was noted that the drainage had increased. Computed tomography (CT) scan revealed the patient sustained a hemothorax due to the atrial lead and a thoracotomy was performed. Damage to the ascending aorta was noted but deemed acute. Fragility of the atrial appendage was also noted due to patient's underlying conditions. The patient was noted to have stable hemodynamics post-procedure. Post-operation interrogation revealed the patient's implantable cardioverter defibrillator (ICD) failed to deliver shock to convert the patient. The patient was reported to have deceased. The cause of death was reported to be due to respiratory failure resulting in cardiac arrest. There was no indication that the patient's death was caused or contributed to by the procedure.